Event description:
This female pt of unk age started hyalgan (sodium hyaluronate), one injection of unk dose one time in the right knee, on (B)(6) 2012, for osteoarthritis and cartilage replacement. The pt's relevant medical history includes history of four bypass procedures on the right knee, loss of cartilage in the right knee, physical therapy, triple blood clot in left leg, and arthritis. The pt's relevant concomitant medications includes hydrocodone, avapro 150 mg bid, blood thinner every morning, coq10 at bedtime, plavix 75 mg, and crestor 5 mg at night. The pt's relevant past drug history includes the use of synvisc which did not help. This pt started hyalgan one injection, one time in the right knee on (B)(6) 2012. She was supposed to get a total of 5 injections and will not be getting the last four. In 2012, she has stiffness which worsens every day, her joints are becoming more arthritic, she cannot put her rings on any longer due to an inability to remove them later, she cannot walk anymore (also states that her husband has to help her walk sometimes), her left leg is as bad as her right leg, her pain is at a 10. She has tried heat, cold, exercise, and walking. "One injection has ruined my life, I feel like I'm dying." She states the dr kept his "drugs" in a tackle box. She states she has to take hydrocodone just to be able to move at all. Relevant lab data is unk, she has not gone back to that dr. As of (B)(6) 2012, she is no long taking hyalgan. The adverse events are not resolved.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, the FDA granted the permission for the MFR fidia farmaceutici (B)(4) to submit a single MDR for adverse events that involve medical device mfg by fidia farmaceutici (B)(4) into the USA by (B)(4) as a consequence, fidia farmaceutici (B)(4) (the MFR) is submitting this report of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. Pharmacoviligance comments: these adverse events were temporally related to the treatment with hyalgan, but apart from that there are no other reasonable grounds (clinical or lab findings, evidences from literature) for determining that an intra-articular administration of hyalgan may have caused or contributed to the reported adverse events.